Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Investigation summary : the product was returned to ethicon. Visual inspection and functional testing were conducted on the returned device. The analysis results of the xc200 cartridge were received with no apparent damage with three clips loaded. However, the clips were broken in an attempt to loaded; due to that the clips are absorbable and have begun the process of degradation. In addition, the foil was examined and showed multiple wrinkles and small holes in the bottom cavity of the foil package related to excessive manipulation. Due to the condition of the clips no functional test was performed. Based on the damage found on the foil, due to the improper handling of the package. It should be noted that all ethicon product is 100% inspected prior to release. Please reference the instruction for use for more information. The product code xc200 contains absorbable clips and as the sample was received open the degradation process had already begun, the time of exposure to the environment could not be determined and no functional test can be performed due to the sample condition. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture clips were used. When a 5-0 pds was used for ligation, the clip could not be fed, so another cartridge was used and the procedure was completed. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - package lot number of the clips? =>currently, unknown. - please provide the applier product code and lot number? The applier product code is ka200 and lot number is unknown. - please confirm if there is an issue with the applier? No.if yes, please create a product complaint and provide the respective reference number(s). N/a. - please explain how the clips were loading into the applier? There is no issue the clips were loading into the applier. - please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading. - was the applier checked for damaged (jaws straight and aligned)? There was no damage with the applier. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.